Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was explanted for an unspecified reason. A boston scientific (bsc) replacement device was successfully implanted. No additional adverse patient effects were reported. The bsc local area representative was contacted for additional event information. No further details have been received at this time. This investigation will be updated should further information be provided.